Event description:
The patient contacted animas on (B)(6) 2012 to report that she has been having problems with low blood glucose (bg) levels since she went through an airport x-ray/body scanner with the pump on (B)(6) 2012. The patient reported that on (B)(6) 2012 during an office visit with her hcp she passed out. The patient stated the office personnel contacted emergency medical services. The patient claimed her bg was 25 mg/dl when tested on an unknown device. The patient reported she was given something in her arm by the emt's and declined to go to the hospital. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while on insulin pump therapy. The patient's alleged injury can be attributed to use error since the owner's booklet warns the user against exposing the pump to strong electromagnetic fields.

Manufacturer narrative:
(B)(4):a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.